Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the erbe had c-01 errors on the erbe and reviewed logs on the erbe and noted that it has happened numerous times. Technical support engineer (tse) advised that an erbe replacement will be needed. Field service engineer (fse) to follow up. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. The unit was analyzed and error c-06, m-18, m-11 and c-01 were found. Functional testing was performed using the system, and th unit powered on and successfully cauterized across all ports and instruments without any issues. Additionally, a review of the erbe internal log showed c-00 and m-11. The complaint was confirmed by failure analysis.